Manufacturer narrative:
The returned product consisted of the 24mm watchman implant. The watchman delivery system was not returned for analysis. The implant was microscopically examined. The implant was received in the deployed state. The frame was bent, deformed, and cut. The fabric was torn with portions of it detached and not returned for analysis. There were anchors that were bent/damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis could not determine the condition of the returned device was consistent with the reported information, as the clinical circumstances could not be replicated. (B)(4).

Event description:
It was reported device embolization occurred. The patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was deployed in the laa. Release criteria was met and two tug tests were performed. Compression was noted to be impossible to measure well. After release the watchman laa closure device dislodged and embolized into the descending aorta. A new 27mm watchman laa closure device was then successfully implanted in the laa, meeting all release criteria. After this, the 24mm watchman laa closure device was recaptured through the femoral artery by a vascular surgeon. No further patient complications were reported. The patient¿s condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported device embolization occurred. The patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was deployed in the laa. Release criteria was met and two tug tests were performed. Compression was noted to be impossible to measure well. After release the watchman laa closure device dislodged and embolized into the descending aorta. A new 27mm watchman laa closure device was then successfully implanted in the laa, meeting all release criteria. After this, the 24mm watchman laa closure device was recaptured through the femoral artery by a vascular surgeon. No further patient complications were reported. The patient¿s condition was fine.